Manufacturer narrative:
Product analysis : analysis could not confirm customer comment of the programmer having power issues. Reconfigured hard drive, reloaded and updated software. Device passed all final functional and systems tests. Device was not returned with a radiofrequency (rf) head. It is possible that a bad rf head can cause the programmer to shut down randomly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2019-10-02, it was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a follow-up session, the programmer shut down several times, without prompt. It was noted that the power cable was replaced, but the issue persisted. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.